Event description:
Reporter indicated that the programming wand was not functioning properly and that communication could not be established when using the wand. No pt was involved and testing was done with a dummy generator. The programming wand is currently in product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.